Event description:
During a novasure endometrial ablation on a pt with an anteverted uterus the physician had difficulty getting the disposable device to ¿fully open inside the pt." After the physician removed the device and re-seated, the array opened inside the pt. Several unsuccessful cavity integrity assessment (cia) tests were encountered. A hysteroscopy was performed and the physician ¿saw the perforation in the fundal portion." On (B)(6) 2012, it was reported the pt was admitted on (B)(6) 2012 for observation and discharged home on (B)(6) 2012. No medical intervention was required. A hysteroscopy, dilatation, and sound with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Ref internal complaint (B)(4).